Event description:
On two occasions, the consumer went to remove the tampon and the tampon came apart leaving a piece of the tampon remaining behind in her body. She was able to remove the remaining pieces herself.

Manufacturer narrative:
Device history record in review. Samples were not returned by consumer.